Event description:
It was reported by the customer that a pyxis medstation es system tower lights of edwest were operational, however, the screen remained black, indicating that the device was offline. The customer also mentioned that a nurse attempted to resolve the issue by turning the power off and then back on, but the device still did not operate, resulting in a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because device could not be powered when drawer 3.1 was plugged in a field service engineer replaced the control module for drawer 3 and drawer 3.1 to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.